Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrium") and menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 624097, 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes (pregnancy complication), uterine fibroid (pregnancy complication), gestational hypertension (pregnancy complication), hysterectomy in 2011 and ovarian cystectomy. Previously administered products included for birth control: birth control pills until (B)(6) 2008. Concurrent conditions included fibromyalgia, chronic fatigue, arthritis, migraine, muscle spasms, blood pressure high, sleep apnea, depression, anxiety, irritable bowel syndrome, raynaud's disease, insomnia, restless leg syndrome, back pain, osteoarthritis spinal, urinary incontinence, backache, uterine leiomyoma (history of uterine fibroids with an ablation done previously), follicular cyst of ovary, dysfunctional uterine bleeding, urinary tract infection, bacterial vaginosis and uterine prolapse. Concomitant products included clonazepam (klonopin) since 2013, colecalciferol (vitamin d), curcuma longa rhizome (turmeric) since 2016, cyclobenzaprine hydrochloride (flexeril) since 2017, duloxetine hydrochloride (cymbalta) since 2012, fluticasone propionate (flonase) since 2017, gabapentin since 2010, ranitidine hydrochloride (zantac) since 2012, salbutamol (albuterol) since 2011, simvastatin since 1998 and topiramate (topamax) since 2010. In 2008, the patient experienced pelvic pain ("pain left side"). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 7 years 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the pelvic pain and abdominal pain lower had resolved. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: esure was placed in the right tube and after firing the esure device, 11 coils were noted outside the opening of the fallopian tube. The left esure device was placed in without difficulty and after releasing the esure coil, there was a total of 7 coils outside the tubal opening. Both coils expanded well and were in place. Tolerated the operative procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion, tubes were blocked smear cervix - on an unknown date: abnormal pap smear hysterosonography: impression: uterine leiomyoma. Small follicular cyst. Essure coils in place. With hysterosonography, no fluid passed through the coils. Ultrasound scan: large solid occupying the entire upper uterus. Origin of this mass from the uterine endometrium or myometrium cannot be determined from this study. Pelvic MRI is recommended for further evaluation. Findings: uterus measures 11.4 x 6.6 x 7.3 cm. A hyperechoic mass is seen in the upper uterine body and fundus which measures approximately 4.6 x 4.8 x 5.0 cm. The endometrial stripe the leads directly into this mass but the visualized portion the stripe in the lower uterine segment measures 9 mm in thickness. Myometrial origin of this mass is suspected, although it has an unusual echotexture for a fibroid, and endometrial mass cannot definitely be excluded. Right ovary measures 3.2 x 2.0 x 2.8 cm. Normal appearance. Left ovary measures 3.1 x 1.8 x 2.2 cm. Normal appearance. Other findings: no other abnormality identified. Impression: 1. 5 cm hyperechoic central uterine mass, which may represent an atypical fibroid although a large endometrial mass cannot definitely be excluded. Pelvic MRI is recommended for further. Ultrasound transvaginal: impression: prominent uterus with a dominant leiomyoma which is distorting the endometrium. There is an essure device in the endometrium. Endometrium is difficult to assess optimally by ultrasound due to the presence of the essure device as well as distortion of the endometrium due to the adjacent leiomyoma. There are no extrauterine masses or fluid. Electronically signed. Lot number: 624097 manufacture date: 2007/03 expiration date: 2009/02. Lot number: 624481 manufacture date: 2007/05 expiration date: 2009/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrium") and menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 624097, 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes (pregnancy complication), uterine fibroid (pregnancy complication) and gestational hypertension (pregnancy complication). Previously administered products included for birth control: birth control pills until (B)(6) 2008. Concurrent conditions included fibromyalgia, chronic fatigue, arthritis, migraine, muscle spasms, blood pressure high, sleep apnea, depression, anxiety, irritable bowel syndrome, raynaud's disease, insomnia, restless leg syndrome, back pain, osteoarthritis spinal and urinary incontinence. Concomitant products included clonazepam (klonopin) since 2013, colecalciferol (vitamin d), curcuma longa rhizome (turmeric) since 2016, cyclobenzaprine hydrochloride (flexeril) since 2017, duloxetine hydrochloride (cymbalta) since 2012, fluticasone propionate (flonase) since 2017, gabapentin since 2010, ranitidine hydrochloride (zantac) since 2012, salbutamol (albuterol) since 2011, simvastatin since 1998 and topiramate (topamax) since 2010. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain left side"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 7 years 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the pelvic pain and abdominal pain lower had resolved. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion, tubes were blocked most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events abnormal bleeding (menorrhagia) were clubbed with previously reported events. Events device expulsion, vaginal haemorrhage, dysmenorrhoea, pain, abdominal pain lower were newly added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-jul-2017: summon received: event injury was updated to excessive and abnormal bleeding during menstruation and case became valid from invalid. Product stop date was updated. Indication was added. Reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.